Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer consumed carbohydrates without delivering a bolus, and experienced an elevated blood glucose (bg) level of 411 mg/dl. Reportedly, a bolus of 6.2 units was delivered to address the bg level.